Manufacturer narrative:
(B)(4). Report source: japan. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the seal of the sterile packaging was damaged, once opened the implant fell out. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No additional information on the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Visual evaluation of the returned product found the tyvek pouch, label and sterile indicator have become discolored. The device shows no signs of damage. There is presence of uniform tyvek adhesive residue indicating the pouch was sealed properly during manufacturing, however the seal has weakened causing the product to fall out of the sterile packaging upon opening. Evaluation of the labels found the discoloration does not obstruct regulatory information and are acceptable. This complaint has been confirmed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. The product has been in the field for approximately 8 years, which has contributed to the aging of the packaging materials and labels. The root cause of the reported event can be attributed to transit damage for the unsealed pouch. The discolored labels are acceptable and therefore no issue found. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.